Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the tissue pad was damaged and fall into the patient's body. As the fallen piece was already retrieved laparoscopically, no pieces were left inside the patient. Gen04 was used, but no error code was displayed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.